Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain") in a 29-year-old female patient who had essure (batch no. 20183089) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she denies undergoing an essure confirmation test". The patient's concurrent conditions included scar pain, fibromyalgia and pelvic pain. In 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("severe abdominal pain"), abdominal pain lower ("severe cramping"), premature menopause ("hormonal changes (early onset menopause)"), urinary tract infection ("infection (bladder/urinary tract/vaginal) (type: bladder/urinary);"), cystitis ("infection (bladder/urinary tract/vaginal) (type: bladder/urinary);"), bipolar I disorder ("psychological or psychiatric problems (condition: bipolar-manic depression);"), female sexual dysfunction ("apareunia (inability to have sexual intercourse);"), fibromyalgia ("autoimmune disorder (type of disorder: fibromyalgia);"), urinary tract disorder ("bladder or urinary problems or changes"), bladder disorder ("bladder or urinary problems or changes"), neuropathy peripheral ("neurological conditions or problems (type: fibromyalgia neuropathy);"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), weight increased ("weight gain"), gastrointestinal disorder ("gastrointestinal or digestive system condition (type: severe gastro-intestinal issues);"), alopecia ("hair loss"), scar pain ("scar pain") and myalgia ("muscle pain"). The patient was treated with surgery (hysterectomy). Essure was removed in 2011. At the time of the report, the pelvic pain, abdominal pain, abdominal pain lower, premature menopause, urinary tract infection, cystitis, bipolar I disorder, female sexual dysfunction, fibromyalgia, urinary tract disorder, bladder disorder, neuropathy peripheral, dysmenorrhoea, dyspareunia, vaginal discharge, fatigue, weight increased, gastrointestinal disorder, alopecia and myalgia outcome was unknown and the scar pain had not resolved. The reporter considered abdominal pain, abdominal pain lower, alopecia, bipolar I disorder, bladder disorder, cystitis, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, fibromyalgia, gastrointestinal disorder, myalgia, neuropathy peripheral, pelvic pain, premature menopause, scar pain, urinary tract disorder, urinary tract infection, vaginal discharge and weight increased to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 6-aug-2018: quality safety evaluation of ptc. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain") in a 29-year-old female patient who had essure (batch no. 20183089) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she denies undergoing an essure confirmation test". The patient's concurrent conditions included scar pain, fibromyalgia and pelvic pain. In 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("severe abdominal pain"), abdominal pain lower ("severe cramping"), premature menopause ("hormonal changes (early onset menopause)"), urinary tract infection ("infection (bladder/urinary tract/vaginal) (type: bladder/urinary);"), cystitis ("infection (bladder/urinary tract/vaginal) (type: bladder/urinary);"), bipolar disorder ("psychological or psychiatric problems (condition: bipolar-manic depression);"), female sexual dysfunction ("apareunia (inability to have sexual intercourse);"), fibromyalgia ("autoimmune disorder (type of disorder: fibromyalgia);"), urinary tract disorder ("bladder or urinary problems or changes"), bladder disorder ("bladder or urinary problems or changes"), neuropathy peripheral ("neurological conditions or problems (type: fibromyalgia neuropathy);"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), weight increased ("weight gain"), gastrointestinal disorder ("gastrointestinal or digestive system condition (type: severe gastro-intestinal issues);"), alopecia ("hair loss"), scar pain ("scar pain") and myalgia ("muscle pain"). The patient was treated with surgery (hysterectomy). Essure was removed in 2011. At the time of the report, the pelvic pain, abdominal pain, abdominal pain lower, premature menopause, urinary tract infection, cystitis, bipolar disorder, female sexual dysfunction, fibromyalgia, urinary tract disorder, bladder disorder, neuropathy peripheral, dysmenorrhoea, dyspareunia, vaginal discharge, fatigue, weight increased, gastrointestinal disorder, alopecia and myalgia outcome was unknown and the scar pain had not resolved. The reporter considered abdominal pain, abdominal pain lower, alopecia, bipolar disorder, bladder disorder, cystitis, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, fibromyalgia, gastrointestinal disorder, myalgia, neuropathy peripheral, pelvic pain, premature menopause, scar pain, urinary tract disorder, urinary tract infection, vaginal discharge and weight increased to be related to essure. Most recent follow-up information incorporated above includes: on 18-may-2018: plaintiff fact sheet received: reporters details added. Event added as hormonal changes (early onset menopause); hysterectomy (partial); infection (bladder/urinary tract/vaginal) (type: bladder/urinary); psychological or psychiatric problems (condition: bipolar-manic depression); apareunia (inability to have sexual intercourse); autoimmune disorder (type of disorder: fibromyalgia); bladder or urinary problems or changes; neurological conditions or problems (type: fibromyalgia neuropathy); dysmenorrhea (cramping); surgery (removal of bladder sling, partial hysterectomy); dyspareunia (painful sexual intercourse); pain; vaginal discharge; fatigue; weight gain; gastrointestinal or digestive system condition (type: severe gastro-intestinal issues); hair loss, scar pain ,patient did not undergo essure confirmation test, muscle pain. Lot number added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('severe pelvic pain') and menorrhagia ('menorrhagia') in a 29-year-old female patient who had essure (batch no. 20183089) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she denies undergoing an essure confirmation test". The patient's concurrent conditions included scar pain, fibromyalgia and pelvic pain. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), abdominal pain ("severe abdominal pain"), abdominal pain lower ("severe cramping"), premature menopause ("hormonal changes (early onset menopause)"), urinary tract infection ("infection (bladder/urinary tract/vaginal) (type: bladder/urinary);"), cystitis ("infection (bladder/urinary tract/vaginal) (type: bladder/urinary);"), bipolar I disorder ("psychological or psychiatric problems (condition: bipolar-manic depression);"), female sexual dysfunction ("apareunia (inability to have sexual intercourse);"), fibromyalgia ("autoimmune disorder (type of disorder: fibromyalgia);"), urinary tract disorder ("bladder or urinary problems or changes"), bladder disorder ("bladder or urinary problems or changes"), neuropathy peripheral ("neurological conditions or problems (type: fibromyalgia neuropathy);"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), gastrointestinal disorder ("gastrointestinal or digestive system condition (type: severe gastro-intestinal issues);"), alopecia ("hair loss"), scar pain ("scar pain") and myalgia ("muscle pain") and was found to have weight increased ("weight gain"). The patient was treated with surgery (total abdominal hysterectomy and endometrial ablation). Essure was removed on (B)(6) 2011. At the time of the report, the pelvic pain, menorrhagia, abdominal pain, abdominal pain lower, premature menopause, urinary tract infection, cystitis, bipolar I disorder, female sexual dysfunction, fibromyalgia, urinary tract disorder, bladder disorder, neuropathy peripheral, dysmenorrhoea, dyspareunia, vaginal discharge, fatigue, weight increased, gastrointestinal disorder, alopecia and myalgia outcome was unknown and the scar pain had not resolved. The reporter considered abdominal pain, abdominal pain lower, alopecia, bipolar I disorder, bladder disorder, cystitis, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, fibromyalgia, gastrointestinal disorder, menorrhagia, myalgia, neuropathy peripheral, pelvic pain, premature menopause, scar pain, urinary tract disorder, urinary tract infection, vaginal discharge and weight increased to be related to essure. The reporter commented: hysteroscope showed essure placement successfully with three coils seen from the left tube ostia and two coils from the right tube ostia. Lot number: 20183089, manufacture date: 2009-06, expiration date: 2012-06. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 26-apr-2021: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('severe pelvic pain') and menorrhagia ('menorrhagia') in a 29-year-old female patient who had essure (batch no. 20183089) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she denies undergoing an essure confirmation test". The patient's concurrent conditions included scar pain, fibromyalgia and pelvic pain. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), abdominal pain ("severe abdominal pain"), abdominal pain lower ("severe cramping"), premature menopause ("hormonal changes (early onset menopause)"), urinary tract infection ("infection (bladder/urinary tract/vaginal) (type: bladder/urinary);"), cystitis ("infection (bladder/urinary tract/vaginal) (type: bladder/urinary);"), bipolar I disorder ("psychological or psychiatric problems (condition: bipolar-manic depression);"), female sexual dysfunction ("apareunia (inability to have sexual intercourse);"), fibromyalgia ("autoimmune disorder (type of disorder: fibromyalgia);"), urinary tract disorder ("bladder or urinary problems or changes"), bladder disorder ("bladder or urinary problems or changes"), neuropathy peripheral ("neurological conditions or problems (type: fibromyalgia neuropathy);"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), gastrointestinal disorder ("gastrointestinal or digestive system condition (type: severe gastro-intestinal issues);"), alopecia ("hair loss"), scar pain ("scar pain") and myalgia ("muscle pain") and was found to have weight increased ("weight gain"). The patient was treated with surgery (total abdominal hysterectomy and endometrial ablation). Essure was removed on (B)(6) 2011. At the time of the report, the pelvic pain, menorrhagia, abdominal pain, abdominal pain lower, premature menopause, urinary tract infection, cystitis, bipolar I disorder, female sexual dysfunction, fibromyalgia, urinary tract disorder, bladder disorder, neuropathy peripheral, dysmenorrhoea, dyspareunia, vaginal discharge, fatigue, weight increased, gastrointestinal disorder, alopecia and myalgia outcome was unknown and the scar pain had not resolved. The reporter considered abdominal pain, abdominal pain lower, alopecia, bipolar I disorder, bladder disorder, cystitis, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, fibromyalgia, gastrointestinal disorder, menorrhagia, myalgia, neuropathy peripheral, pelvic pain, premature menopause, scar pain, urinary tract disorder, urinary tract infection, vaginal discharge and weight increased to be related to essure. The reporter commented: hysteroscope showed essure placement successfully with three coils seen from the left tube ostia and two coils from the right tube ostia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 13-apr-2021: mr received: reporter information, patient race information, essure removal date were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('severe pelvic pain') and menorrhagia ('menorrhagia') in a 29-year-old female patient who had essure (batch no. 20183089) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she denies undergoing an essure confirmation test". The patient's concurrent conditions included scar pain, fibromyalgia and pelvic pain. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), abdominal pain ("severe abdominal pain"), abdominal pain lower ("severe cramping"), premature menopause ("hormonal changes (early onset menopause)"), urinary tract infection ("infection (bladder/urinary tract/vaginal) (type: bladder/urinary);"), cystitis ("infection (bladder/urinary tract/vaginal) (type: bladder/urinary);"), bipolar I disorder ("psychological or psychiatric problems (condition: bipolar-manic depression);"), female sexual dysfunction ("apareunia (inability to have sexual intercourse);"), fibromyalgia ("autoimmune disorder (type of disorder: fibromyalgia);"), urinary tract disorder ("bladder or urinary problems or changes"), bladder disorder ("bladder or urinary problems or changes"), neuropathy peripheral ("neurological conditions or problems (type: fibromyalgia neuropathy);"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), gastrointestinal disorder ("gastrointestinal or digestive system condition (type: severe gastro-intestinal issues);"), alopecia ("hair loss"), scar pain ("scar pain") and myalgia ("muscle pain") and was found to have weight increased ("weight gain"). The patient was treated with surgery (endometrial ablation and hysterectomy). Essure was removed in 2011. At the time of the report, the pelvic pain, menorrhagia, abdominal pain, abdominal pain lower, premature menopause, urinary tract infection, cystitis, bipolar I disorder, female sexual dysfunction, fibromyalgia, urinary tract disorder, bladder disorder, neuropathy peripheral, dysmenorrhoea, dyspareunia, vaginal discharge, fatigue, weight increased, gastrointestinal disorder, alopecia and myalgia outcome was unknown and the scar pain had not resolved. The reporter considered abdominal pain, abdominal pain lower, alopecia, bipolar I disorder, bladder disorder, cystitis, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, fibromyalgia, gastrointestinal disorder, menorrhagia, myalgia, neuropathy peripheral, pelvic pain, premature menopause, scar pain, urinary tract disorder, urinary tract infection, vaginal discharge and weight increased to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 27-mar-2020: in medical record insertion detail contain event "menorrhagia with endometrial ablation" was added reporter information was added. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("severe abdominal pain") and abdominal pain lower ("severe cramping"). The patient was treated with surgery (hysterectomy). Essure was removed in 2011. At the time of the report, the pelvic pain, abdominal pain and abdominal pain lower outcome was unknown. The reporter considered abdominal pain, abdominal pain lower and pelvic pain to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.